Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly for the past 2-3 months without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer took their pump to the beach without a rubber door to cover the charging port. In addition, the pump was observed to be charging slowly for the past month. Customer reported blood glucose level was 213 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.